Event description:
A report was received that the patient was having frequent charging issue. The ipg site showed a small burn area. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the small burn area at the ipg site was related to the charger which the patient was using. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient developed an infection at the ipg site and at the pocket which held the extension. The symptom included an open wound and a scab over the pocket with the extension. It was believed that the patient was prescribed with antibiotics. The patient underwent an explant procedure. Device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4). Description: linear st lead, 70cm model#: sc-3354-25 serial #: (B)(4). Description: w4 splitter 2x4-25 cm model#: sc-3304-25 serial #: (B)(4). Description: d4 splitter 2x4-25 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having frequent charging issue. The ipg site showed a small burn area. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having frequent charging issue. The ipg site showed a small burn area. The patient will undergo a revision procedure.